Manufacturer narrative:
The customer reported an abnormal screen display upon start up. The field service engineer (fse) confirmed the reported issue. The fse replaced the vga controller and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08sep2020.

Event description:
The customer reported a power source issue. The unit was not in use on a patient.